Event description:
It was initially reported that the patient was to have her device explanted due to a lack of efficacy as she was believed to be a non-responder to vns therapy. The explanted products were returned and product analysis has since been completed. During product analysis on the lead, lead fractures were observed. An analysis was performed on the returned lead portions. Note that a small portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned lead, the marked connector quadfilar coil appeared to be broken. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture (torsional appearance) with mechanical damage, no pitting and secondary break lines. Another coil break was observed. Scanning electron microscopy was performed and identified the area on one of the quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The remaining coil strands were identified as being mechanically damaged which prevented identification of the coil fracture type with fine pitting on two of the broken coil strands. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. Body fluids were also observed in the inner silicon tubing; however for the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest an anomaly with the returned portions of the device. Pa on the generator was also completed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that high impedance was not observed prior to the explant procedure. X-rays were not performed and there was no report or evidence of manipulation or trauma that could have resulted in the fracture. The last diagnostics were provided from (B)(6) 2008 and were ok at that time.